Event description:
No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the humeral bearing with extensive damage to the underside. Damage to the bearing indicates that it may not have been aligned with the tabs on the tray. Lot number is confirmed. Dimensional analysis was not done because of the damage to the geometry and folding of material into the slots. The tray was not returned as it was used to complete the procedure. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2019 - 02546, 0001825034 - 2019 - 02547. Concomitant medical products: (01) 00880304475427 xl-115363 lot 547510, (01) unknown part/lot unknown humeral tray. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the liner was unable to lock into the humeral tray due to a mismatch of the grooves. The surgery was completed with another device with no significant delay to surgery. No further information is available at this time.